Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the pulse generator exhibited backup operation. The device was not installed and a new device was implanted. The patient was in good condition post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of backup operation. The backup was due to code corruption. Following a product download, the generator exhibited normal device characteristics.